Event description:
It was reported that the patient's stimulator "quit two months post implant." The patient reported that he was told by a manufacturer representative that the stimulator "either shorted or flipped." The device was still implanted. The patient reported that he had not used his device and indicated no intentions to have any follow-up done. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l76232, implanted: (B)(6) 2000. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).